Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung transection on a laparoscopic video assisted thoracoscopic lobectomy, the device was able to fire, but there was a loud crack in the handle while using a black reload. However, they were not able to finish the firing as the handle could no longer be squeezed. It was confirmed that there was an incomplete staple line at the central. They had to discard damaged handle and replace with a new handle and new reload to finish the case. There was no patient injury.